Event description:
It was reported that a user on the first day of ilet use experienced hyperglycemia to 290 mg/dl after dinner and contacted support, with no leakage observed and tubing primed with visible drops; the agent explained that initial meal dosing is weight based and that the system would adjust during the learning phase, and education and troubleshooting were completed. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no alarms, no medical care outside of routine self-management, and no hospitalization. Investigation included user interview, device use review, and troubleshooting steps to assess infusion set integrity and delivery pathway. Investigation of this case revealed no device malfunction or component failure and suggested hyperglycemia related to early learning-phase meal dosing and initial dinner announcement while the algorithm adapts. It was concluded, based on previously established findings for similar reports, that the cause was cause unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.